Event description:
The cec adjudicated that the previously reported stenosis event is related to the study device but not related to the procedure or paclitaxel.

Event description:
Patient history of hypertension, hyperlipidemia, previous smoking, coronary heart disease and previous peripheral revascularization (left iliac and femoral profunda, right iliac). Rutherford assessment at time of procedure was severe claudication. During the index procedure three in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat the left sfa. Approximately 23 months post index procedure 80% stenosis of the left sfa was reported. Investigator indicated that the event was possibly related to the study device/ procedure and not related to the paclitaxel. Two in.pact pacific paclitaxel-eluting pta balloon catheters, one pacific plus pta balloon catheter and a non-medtronic stent were used as treatment. Outcome is resolved.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (restenosis post pta procedure); conclusion: known inherent risk of procedure (restenosis post pta procedure). (B)(4).

Manufacturer narrative:
The patient also has a history of renal insufficiency and previous peripheral revascularisation of the right femoral profunda. Patient history does not include previous revasc of the left femoral profunda as previously stated. The previously reported stenosis of the left sfa occurred approximately 12 months post index procedure, not 23 months as previously reported. The left popliteal 1 and 2 was also treated during the index procedure. Correction: event date is (B)(6) 2014, not (B)(6) 2015 as previously reported.